Event description:
During blood gas measurement on an abl735 blood gas analyser, the customer considered that baby samples resulted in too high bilirubin values (ctbil). High ctbil may lead to wrong diagnosis and treatment. Service rep. Has conducted oxi-tests, patient thb calibration, quality checks and calibration. All passed. Two other patients were tested and also considered to have too high ctbil. At investigation of the hemolyzer, a substance was observed in the hemolyzer cuvette. After replacement of the hemolyzer, the customer made crosscheck and found the analyzer ok. Babies were transferred to another hospital for treatment. Measurement of ctbil at this hospital was considered acceptable. None of the patients were treated.